Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor (gold). The pump passed the rewind, basic occlusion, and displacement tests. No motor error alarm was noted; the motor passed the motor test. The presence of a motor position encoder error alarm was unable to be confirmed due to an overwritten history file. The pump was received with a cracked reservoir tube lip and cracked case near the display window corners. (B)(4).

Event description:
The customer's mother reported via phone call that her son's insulin pump alarmed with a motor error during the prime process. The patient's blood glucose at the time of incident was 369 mg/dl, which he treated with a manual insulin injection. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. The customer was also able to rewind the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.